Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedrue was in 1994 with the placement of a taxus 3.0x32mm drug eluting stent to the circumflex (cx) artery. The lesion was not pre-dilated. The patient presented early august with chest pain to the chest pain center. The patient was taken to the cardiac catheter lab as an st elevation infarction. Angiography demonstrated high-grade three vessel coronary disease with what appeared to be a fresh occlusion of her cx and a 95% proximal right stenosis. A guide catheter was employed and a stabilizer wire was fairly readily advanced through the occluded cx. The lesion was first dilated with a voyager 3.0x20mm balloon and then dilated distally with a voyager 2. 5x15mm balloon and then stented with a cypher 3.0x18mm drug eluting stent. The long area of in-stent restenosis and a more proximal segment of moderately severe stenosis leading into the stent was covered with a 3.0x28mm cypher drug eluting stent. The whole area was then post-dilated with a 3.25x23mm powersail balloon. Another cypher stent was placed to the right coronary artery (rca) during this procedure. Medications used during this procedure are; versed, lovenox, reopro and nitroglycerin. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. The cause of the difficulties experienced during the procedure could not be determined.